Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up.the receiver data log could not be retrieved. The receiver functional testing was attempted but could not be performed since the receiver ceased to function . The receiver case was opened for internal visual inspection and passed. During troubleshooting receiver and battery , no issues were observed with the battery. The u4 at the receiver main board was found to be defective. The reported event that the receiver ceased to function was confirmed during troubleshooting the receiver. The root cause was determined to be a defective u4 component.